Event description:
The physician was performing a percutaneous transluminal coronary angioplasty (ptca). The target lesion is unknown. It is unknown if any other problems were experienced. There was deflation problems experienced with both cypher (crb33250 & crb33300) devices after implantation of the stents. The devices would not deflate at all. There was no difficulty experienced removing the products from the hoop or protective balloon covers. There were no problems encountered removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the products into the patient. The devices prepped normal. Ultravest contrast media was used. The contrast to saline ration was 50/50. A deroyal inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction encountered while inserting the balloon through the rotation hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. The lesion was mildly calcified with no tortuousity. The lesion was mildly calcified with no tortuousity. One lesion was 95% stenosed and the second was 90% stenosed. The devices were not used for a chronic total occlusion. There was difficulty experienced advancing the balloon catheter through the vessel. The balloon catheter was a firestar balloon. There was no difficulty experienced crossing the lesion. The products were not in an acute bend. The balloons inflated normally at a maximum pressure of 15atm. The balloons did maintain pressure during inflation. The balloons did not rewrap properly. The balloon catheters were removed together with the guiding catheter. The balloon catheters did not kink while being used. The balloon catheters were removed easily from the vessel, sheath, and the guide catheter. There were problems removing the devices from the hemostatic valve and the guide catheter. The product was removed intact form the patient. There was no injury to the patient. It is unknown how the device was removed from the rhv and guidewire. The target lesion is unknown. It is unknown if any other problems were experienced.

Manufacturer narrative:
This product is not available; however, it has not been received for analysis. Add'l info will be provided within 30 days of receipt. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. This is one of two products involved with the reported event, which is associated with manufacturing report number 9616099-2009-01083.